Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external device. It was reported that it was taking a long time to connect the communicator to the pump. The patient said, when it finally does conn ect, it took 3-4 minutes before it cuts off. The agent asked what the screen was saying and the patient said, it said it was connecting, and the circle just goes around. The patient stated that this all started a couple months ago and was getting worse. The patient service walked patient through closing out of all running applications and trying to connect again. The patient was able to successfully connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back if needed.